Event description:
A customer reported that during a procedure, the trocar was leaking causing uncontrolled pressure in the operative eye. There was no pt harm reported. Add'l info has been requested.

Manufacturer narrative:
No samples were returned for eval; therefore the condition of the product could not be verified. The device history record (DHR) for the lots were reviewed. No abnormalities that could have contributed to the reported complaint were found during the DHR review and the product was released according to the MFR's acceptance criteria. The root cause could not be determined. (B)(4).